Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
During the relevant time, (B)(6) was seeking treatment for prostate cancer. At some point before (B)(6) 2023, (B)(6) visited dr. (B)(6) to receive medical advice and care for his prostate cancer. Dr. (B)(6) recommended nanoknife surgery, also known as irreversible electroporation surgery, to treat (B)(6) prostate cancer. Upon information and belief, nanoknife was first used to treat prostate cancer in 2022. Although novel, dr. (B)(6) assured (B)(6) that he was qualified and capable of using nanoknife technology to perform surgery. Based on dr. (B)(6) representations, (B)(6) agreed to proceed with nanoknife surgery. Upon information and belief, dr. (B)(6) did not inform (B)(6) that a rectourethral fistula was a risk of nanoknife surgery to treat prostate cancer. On (B)(6) 2023, dr. (B)(6) performed nanoknife surgery on (B)(6) at (B)(6) center. Present during surgery were angiodynamic, inc. Representatives hollie kosinski and lizette lara. Also present during surgery was (B)(6). Upon information and belief, neither (B)(6) advised dr. (B)(6) about the risk of nanoknife causing a rectourethral fistula during treatment for prostate cancer. During nanoknife surgery, dr. (B)(6) transected (B)(6) urethra and rectum, causing a rectourethral fistula. Upon information and belief, dr. (B)(6) may have transected (B)(6) urethra and rectum, causing a rectourethral fistula, due to a defect with the nanoknife he used during the surgery. At the time of completing surgery, dr.(B)(6) did not realize that he had caused (B)(6) to suffer a rectourethral fistula. Dr. (B)(6) finished (B)(6) surgery and sent (B)(6) to (B)(6) center's post anesthesia care unit ("pacu"). (B)(6) was observed in (B)(6) center's pacu for less than 75 minutes. Upon information and belief, dr. (B)(6) did not check on (B)(6) while he was in the pacu in the 75 minutes following surgery. Upon information and belief, (B)(6) center's nursing staff did not report concerning symptoms to dr. (B)(6), such as his low blood pressure, before (B)(6) was sent home. Upon information and belief, (B)(6) center failed to have policies and procedure in place to ensure patients like (B)(6) are observed for an appropriate amount of time to discover post-operative injuries before they are discharged home. Between (B)(6)2023, (B)(6) suffered unexpected post-operative symptoms, including pain, difficulty voiding, and difficulty having bowel movements. Between (B)(6) 2023, (B)(6) reported his unexpected symptoms to (B)(6) center's staff and dr. (B)(6). Between (B)(6) 2023, upon information and belief, (B)(6) center's staff did not report all of (B)(6) post-operative symptoms to dr. (B)(6). Between (B)(6) 2023, dr. (B)(6) failed to diagnose (B)(6) with any post-operative injury. On or about (B)(6) 2023, (B)(6). Discovered fecal matter exiting his urethra, and urine exiting his rectum. On (B)(6) 2023, (B)(6) presented to (B)(6) center. At (B)(6) center, (B)(6) was diagnosed with a rectourethral fistula. As a direct result of (B)(6) rectourethral fistula, (B)(6) experienced bowel injuries, urethral injuries, multiple hospitalizations, multiple subsequent surgeries, hernia(s), and multiple additional injuries.

Manufacturer narrative:
The reported complaint description of patient rectourethral fistula serious adverse event (sae) cannot be confirmed given the patient centric nature of this event. No nanoknife probe devices were returned for evaluation since there was no reported complaint of nanoknife system malfunction or performance issue during the procedure. Per event description the patient fistula was not discovered until several days after the nanoknife procedure and no patient sae was reported to angiodynamics at that time. A device history record (DHR) review of the packaging/assembly lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/assembly lots for any issue, including similar patient vessel perforation (fistula) issues. The reported fistula serious adverse event is listed in the device directions for use as potential adverse effects that may be associated with the use of the nanoknife system, i.e. Damage to critical anatomical structure (nerve, vessel, duct), and fistula formation. Labeling review: the directions for use (dfu, 14610477-01) that is supplied with the nanoknife probe contains the following statements: warnings: the nanoknife* single electrode probe should only be used with the angiodynamics nanoknife generator. The physician must read the nanoknife generator user manual thoroughly before operating the nanoknife generator. Avoid having the nanoknife single electrode probes touch when delivering pulses. Ensure that both nanoknife single electrode probe electrodes are fully embedded within the targeted tissue prior to initiating pulse delivery. Do not bend the nanoknife single electrode probe as this may damage the insulation. Do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Potential adverse effects adverse effects that may be associated with a nanoknife procedure include, but are not limited to: fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hemorrhage, unintended mechanical perforation. Probe placement. Warning: placing a single electrode probe without continual image guidance may increase the risk of unintended mechanical perforation, damage to critical anatomical structures, and/or unintended tissue destruction ********** the user manual for the nanoknife generator (16755922-21), states: precautions electrodes that are not parallel to each other may result in an incomplete ablation. Inappropriately positioned electrodes or metal implants in the field may distort the desired ablation field. The position of the electrodes should be monitored during pulse delivery to assure that the probe depth is not changing due to tissue reaction. Energy delivery attempts must be terminated after a high current warning during an ablation in anatomical locations in which there are abutting lumens or other critical structures. Continuous attempts to deliver energy during repeated high current warnings during ablations such as these, may result in fistula formation, especially in patients who have had prior radiation therapy or surgery in the immediate zone of ablation. Use of operator-defined parameters increases the risk of ineffective procedures or post-procedure complications, with respect to validated standard procedures. Potential adverse effects: adverse effects that may be associated with the use of the nanoknife system include, but are not limited to the following: fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hemorrhage, unintended mechanical perforation. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).